Manufacturer narrative:
No device issues are indicated based on available information.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to erosion. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to erosion. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to erosion. The patient underwent a surgical intervention to remove the device and implant a new icm. No additional adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for infection-related allegations. Infection is a known medical risk when the skin barrier is breached.